Manufacturer narrative:
A review of documentation supplied with the implant states that electrosurgery devices should not be used in close proximity to an implanted system. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent an unrelated surgery. Thereafter, the ipg failed to establish communication with external device. As a result, surgical intervention may occur later to address the issue.

Event description:
Additional information received indicated that surgical intervention took place on (B)(6) 2020, where the ipg was explanted and replaced. Effective therapy established post-op.

Manufacturer narrative:
Method code changed from - device not accessible for testing to device not returned.